Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was and unresponsive. Additionally, it was reported that the pumps alarm volume and vibration were too low. There was no reported adverse impact to the customers blood glucose level. The customer declined follow-up from tandem technical support regarding the issue; therefore, no additional information was obtained.